Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced cannula breakage. The following information was provided by the initial reporter: material no. 320119, batch no. 8107693. Verbatim: consumer reported needle are bending during injection and some break off into his injection site. Stated he is able to remove the needles from his skin. Stated happening with this box only. Stated has not seen a doctor for needle break because he was able to pull them out. Stated he rotates injection site and does not re-use. Does prime before use. Lot: 8107693, item: 320119, expiration date: 2023-04-30. Occurrence date unknown. Consumer will not be going to doctor for issue.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced cannula breakage. The following information was provided by the initial reporter: material no. 320119; batch no. 8107693. Consumer reported needle are bending during injection and some break off into his injection site. Stated he is able to remove the needles from his skin. Stated happening with this box only. Stated has not seen a doctor for needle break because he was able to pull them out. Stated he rotates injection site and does not re-use. Does prime before use. Lot: 8107693, item: 320119, expiration date: 2023-04-30. Occurrence date unknown. Consumer will not be going to doctor for issue.